Event description:
Title: efficacy and safety of transvaginal prolene mesh¿augmented rectocele repair: a retrospective cohort study the objective of the study. This retrospective study evaluated the short-term functional, qol, and safety outcomes of transvaginal prolene mesh¿augmented rectocele repair and examined predictors of recurrence. Between january 2020 and july 2023, a total of 120 women were included in the study with the (mean age 49.5 ± 11.0 years) who underwent transvaginal mesh-augmented rectocele repair. The device used transvaginal prolene mesh. Reported complications: prolene mesh (ethicon) -complications with mesh exposure (5.0%) treatment: not reported -retraction (4.2%) treatment: not reported -infection (1.7%) treatment: not reported in conclusions, transvaginal mesh¿ augmented rectocele repair provides substantial short-term improvements in bowel function, pain, and qol with an acceptable safety profile. Multiparity and obesity are important predictors of recurrence, underscoring the need for individualized risk assessment and long-term follow up.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Please see article attached.